Manufacturer narrative:
Six devices was returned for evaluation, four in new condition and two in used condition without its original packaging. Visual inspection of the devices found no holes in all six samples. Functional testing involved a leak test and found no leaks in five devices and leak in one device. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A review of the inflation test was performed on 32 sample devices and found no deflated cuffs. Based on the evidence, a root cause was unable to be confirmed.

Manufacturer narrative:
End of (B)(6) 2016. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® blue line ultra® tracheostomy tube cuff had an air leak after one day of use with a patient. It was unknown if the device was checked prior to use. The device was replaced with an unused tracheostomy tube. No patient injury was reported. The event was considered resolved. See MFR: 3012307300-2017-00692.